Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed, the silicon insulation was observed to peeled off the distal end of the cold jaw exposing the metal jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the tip and base of the hot jaw. Based on the condition of the device as found, the reported failure mode "peeled jaw" was confirmed as well as the analyzed failure mode "bent wire" was confirmed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic coating on the jaw tip broke off inside the patient. The part was retrieved, opened another kit and the case was completed without further incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic coating on the jaw tip broke off inside the patient. The part was retrieved, opened another kit and the case was completed without further incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic coating on the jaw tip broke off inside the patient. The part was retrieved, opened another kit and the case was completed without further incident. The hospital did not report any patient effects.